Event description:
A (B)(6) male patient called zoll customer support to report that the was receiving a service code 204 and check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, check electrode belt messages) has been confirmed. Upon evaluation the electrode belt failed a current and fall-off test. Corrosion was discovered in ECG's "c" and "d", which caused the reported electrode belt alarms and service code 204. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contaminated electrode belt. The patient received a replacement electrode belt.